Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen became shattered and unresponsive. Reportedly, the customer experienced a low blood glucose (bg) of 38 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Reportedly, customer reverted to manual injections for insulin therapy.